Event description:
It was reported that during a sling procedure, the physician placed the trocar in the bladder on the right side. On cystoscopy, the physician saw the metal trocar entering and exiting the bladder. The physician was able to pull back the trocar unit it was no longer visible in the bladder. The physician made another pass with the trocar and achieved proper placement. Post operatively, the patient was having a fair amount of pain on the right of the groin area involving their groin, and worsening when the pt moved their leg. The physician suspects that the two passes with the trocar caused some bleeding in the retropubic space, causing their pain. The patient is being managed with medication and is slowly improving.